Event description:
Caller reported incorrect pump bolus calculation noticed after bolus delivery, resulting in blood glucose levels dropping to the 50s mg/dl. To address low blood glucose, the customer consumed carbohydrates and glucose tablets. After education on correction bolus calculations, customer acknowledged the calculation was correct after factoring in insulin on board and confirmed pump functionality was as intended.